Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the femoral stem of the patient's distal femur jts has fractured.

Manufacturer narrative:
Device evaluation and results: assessment of the returned device indicates that the proximal tip of the stem was most likely well fixed and cemented whilst the fractured section of the stem was most likely unsupported by cement. A lack of bony ingrowth into the ha collar was observed. Medical records received and evaluation: based on a review of the provided information, the reported fracture and loosening of the femoral stem was confirmed. The imaging provided indicates that there is a lack of cement distally and around the region of the fracture. The proximal tip of the stem appears to be well fixed. The insufficient fixation of the distal region of the femoral stem would have resulted in high bending stresses in the stem at the failure site. There is no indication that the reported fracture was device related as no device or manufacturing related issues have been identified. Potentially the cause of fracture was insufficient fixation of the distal region of the femoral stem and a lack of osteointegration on the ha collar. This would have resulted in high bending stresses in the stem at the failure site. The exact cause of the event could not be determined because further information such as post operative x-rays, primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. The revision procedure has been completed and no complications have been reported. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It has been reported that the femoral stem of the patient's distal femur jts has fractured.